Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. There was no data log available to review.  A root cause could not be determined.